Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that the right ventricular lead exhibited oversensing of noise that led to storage of inappropriate ventricular tachycardia episodes. The episodes were able to be correlated with when the patient was washing up. During the follow-up the noise was able to be reproduced with isometrics. It was also noted that the threshold measurement has increased from 0.6 volts at implant to 1 volt. The patient is not pacemaker dependent. No additional information is currently available. If additional information becomes available, the event will be updated.